Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2014 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, configuration and workflow recommendations to reduce the impact if the issue occurs and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a follow up report when the software modification is available.

Event description:
The issue involves cerner millennium power orders. The issue may occur when the user attempts to convert a single-ingredient, intermittent home medication with an IV piggyback route to an inpatient medication. When this occurs the medication is not signed if the order qualifies as incomplete to pharmacy. Patient care could be adversely affected if care is delayed if the orders are not processed. Cerner received communication of two reports of missed doses of antibiotics but no adverse patient outcomes have been associated to these events.